Event description:
It was reported that the pump was intermittently responding when the ok button was pressed and the pt also noticed a tear on the keypad. The pt denied water exposure to the pump.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad was torn near the up and down arrow buttons and the pump was intermittently responding to all keypad buttons. The keypad was removed and adhesive/contamination was observed under button contacts.